Event description:
Healthcare professional reported through an abbvie representative "seroma (within 12 months): grade: "[I]"". This record is for the right side. The device status is unknown.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.